Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. It was reported that the distal tip was separated from the device and the balloon could not expand. There was no damage noted to the box, pouch, hoop or balloon sleeve and there was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The target lesion was the inferior genicular artery. The length of the lesion to be treated was 200 mm. A contralateral approach was made. An abbott connect guidewire and a cook long sheath were used. The guidewire was advanced to the lesion with difficulty. The package was opened and it was noted that the tip end of the balloon was separated from the device. The device could not be inflated as it was found to be separated. The device was not inserted into the patient. There were no kinks noticed after handling and force was not required when using the device. The patient did not experience any complications as a result of the failure with the device. A savvy long device was used to complete the procedure. There was no patient involvement and therefore no patient injury reported. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first reported complaint for this lot number and issue to date. The device was not returned for evaluation. The result of the investigation is inconclusive as the sample was not returned for evaluation. Based upon the available information a definitive root cause has not been determined. It is unknown if patient factors, handling or procedural techniques may have contributed to the reported event. Based on analysis performed no additional action is required at this time. The IFU states: device description: the savvy® long percutaneous transluminal angioplasty (pta) peripheral catheter family are a non-reusable coaxial design catheter with a semi-compliant balloon mounted on its distal tip. The hub/¿y¿ connector consists of a through lumen, allowing the catheter to track over a guidewire, and a balloon port, used to inflate the balloon. Indication for use: the savvy® long catheters are intended for balloon dilatation of the femoral, popliteal and infra-popliteal arteries. These catheters are not designed to be used in the coronary arteries. Directions for use. Inspection and preparation: note: a 0.018¿ (0.457 mm) guidewire must be inserted in the savvy® long catheter across the balloon during any inflation of the balloon. Remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25%/75%) gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, counterclockwise motion. If resistance is felt upon removal then the balloon and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. Apply pressure to the insertion site according to standard practice or hospital protocol for percutaneous vascular procedures. Warning: after use this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and with applicable local, state and federal laws and regulations. (B)(4). Not returned.

Event description:
It was reported that the distal tip was separated from the device and the balloon could not expand. There was no damage noted to the box, pouch, hoop or balloon sleeve and there was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The target lesion was the inferior genicular artery. The length of the lesion to be treated was 200 mm. A contralateral approach was made. An abbott connect guidewire and a cook long sheath were used. The guidewire was advanced to the lesion with difficulty. The package was opened and it was noted that the tip end of the balloon was separated from the device. The device could not be inflated as it was found to be separated. The device was not inserted into the patient. There were no kinks noticed after handling and force was not required when using the device. The patient did not experience any complications as a result of the failure with the device. A savvy long device was used to complete the procedure. There was no patient involvement and therefore no patient injury reported.